Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27094. Related manufacturer reference number: 2017865-2021-27095. It was reported a patient's right ventricular (rv) lead and atrial lead presented with dislodgement, confirmed by x-ray analysis. Both leads were no longer capturing. This was addressed by a procedure on (B)(6) 2021, in which it was discovered the anchor suture had snapped and caused the pacemaker to migrate. Both leads were explanted and replaced, while the pacemaker was revised and tied down with more sutures during the same procedure. Post-procedure the patient was stable.